Manufacturer narrative:
Review of primary operative notes relayed that the hip was found stable through a full range of motion during reduction. Revision notes were reviewed and noted a partial tear of the gluteal sling from the previous surgery. The range of motion at this point showed easy subluxation in a posterior superior fashion with a buildup of the inclined poly liner posteriorly and inferiorly. It appears that the incline of the poly liner may not have been implanted in the optimal orientation to prevent dislocation; however, its exact orientation is unk. With the info provided, component orientation, limb length differences, and soft tissue condition over time as indicated by the partial tear to the gluteal sling, may have contributed to the pt's condition. Product compatibility was reviewed with no issues noted. Mfg documentation was reviewed and no anomalies were identified. No additional complaints have been received from the mfg lots of the devices related to this complaint.

Event description:
It is reported that pt underwent a left hip arthroplasty on (B)(6) 2009. Subsequently, pt underwent a revision on (B)(6) 2012 due to instability.